Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the image issue was unable to be confirmed. However, the mouthpiece was found to be deformed. The definitive root cause of the image issue and deformation could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope had no image. The issue occurred during a diagnostic echoendoscopic transbronchial lymph node aspirate (ebus) procedure. The customer noted that there were no issues prior to the procedure. The device was not used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.